Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Confirmed t-wave oversensing on multiple episodes. Concomitant product: 5076-45 lead, implanted: (B)(6) 2006.

Event description:
It was reported that t-wave oversensing was noted on the right ventricular lead in stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.